Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking inside of its green overpouch. The reporter stated that the leak was coming from a faulty / broken part at the end of the infusor line. This occurred before use. The device was compounded with 12000mg flucloxacillin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: november 7, 2016 ¿ november 9, 2016. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed a pool of liquid inside the overpouch that indicates leakage. The reported issue was verified. The cause of the leakage was broken tubing at the solvent-bonded junction of the luer. The cause of the broken tubing was not determined. Should additional relevant information become available, a supplemental report will be submitted.